Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified, deformation, fold creases, wear abrasion, brown particles on the shell, the weight the device within specification, and white calcification on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: con grade IV and textured implants.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, g1.